Manufacturer narrative:
Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional forces during the application. The visual investigation of the inner blade revealed that the tip of the cannulated screwdriver blade is indeed completely broken off (unfortunately the broken tip debris has not been returned, some residues are evident on the broken surface). These damages clearly indicated that high mechanical force had been applied which finally resulted in the tip breakage. The fracture surface shows the appearance of a ductile forced rupture from torsional overload. The hexagonal coupling connection is still intact though. The potential nc 700224 has been opened for recurring issue. Indications for any material or manufacturing related problems were not determined in the investigations. The threshold defined in the risk management file was not exceeded. Design improvements as preventive actions were identified in (B)(4). As per CAPA preliminary analysis, it was shown that most of the breakage have occurred at the inner blade and were caused by bending or bending and torsional overload. Design improvements consist in an increase of the wall thickness of the inner blade. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the surgeon, that the screw could not be screwed in. The top of the screw driver is broken. Replacement was available. No further information available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon, that the screw could not be screwed in. The top of the screw driver is broken. Replacement was available. No further information available.